Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stating this morning she woke up with high sugars she was in dka; the customer went to the health care provider and noticed there was a malfunction in the insulin pump and the doctor wanted the insulin pump replaced because it was not delivering insulin and screen only had dark black circle with nothing else. The customer states they did not receive a low battery alert prior to the off-no power alert. The customer stated the insulin pump was dropped and screen is scratched. Inquired if customer can read the pump screen and insulin pump was functioning as designed. The customer stated the insulin pump gave off no power today without low battery but she can read screen. The customer's blood glucose at time of incident: 356 mg/dl. The customer's current blood glucose 241 mg/dl. The customer was treated with a shot of lantus and 10 units of humalog for blood glucose of 356 mg/dl and gave another shot before she left health care providers office blood glucose of 241 mg/dl. The customer declined trouble shoot for high blood glucose as she was treated for high blood glucose at the health care professional's office. The insulin pump was replaced per the request of the health care professional

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery power loss anomaly during test and pump passed per the delivery accuracy test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.